Event description:
Abbott issued a field action on multiple lots of lcx neisseria gonorrhea on july 17, 2002. The FDA recall coordinator was notified on july 18, 2002. The field action was issued due to decreased sensitivity of some lots at or near the limit of detection (10 colony forming units). On august 26, 2002, abbott received a letter from the FDA dated august 23, 2002, classifying the field action as a class 1 recall. Abbott issued another customer letter on august 29, 2002. Abbott has not received any reports from customers of pt results or management related to the affected lots of reagents.